Event description:
It was reported that the patient was not feeling any stimulation and the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.